Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2016 for glenosphere dissociation with baseplate.